Event description:
It was reported that the device had early battery depletion. The device was explanted and was replaced. It was also reported that the left ventricular (lv) lead had low impedance and had high threshold. The lv lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 2188 implantable pacing lead 2002 (B)(6); 1242t competitor implantable pacing lead (B)(6) 1997; 694765 implantable tachy lead (B)(6) 2002. (B)(4).